Manufacturer narrative:
The t:slim cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. Per tandems t:slimcartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose bg level (600 mg/dl) the customer delivered a manual injection to stabilize bg level. The contact stated the customer changed the infusion set and resumed insulin delivery. However, still experienced elevated bg levels. The exact values was not provided. The customer reverted to manual injections for insulin therapy. During troubleshooting with tandem technical support (cts), the customer reported not observing insulin coming from end of tubing when performing fill tubing. Cts instructed the customer changed the cartridge. Reportedly, the customer changes cartridges every 3 days and loads with cold insulin. The customer was educated to only load insulin at room temperature and that humalog has been tested for up to 48 hours. The customer was able to load a new cartridge and resume insulin delivery.